Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider resistance during surgery" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: the needle cover and retention plug were returned attached. The cam lock was not returned. The slider knob of the injector was found between the start and end positions, the needle was found extended, and the bevel selector was found in the center position. A stent was not observed within the returned packaging. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed, which meets the expected result. All expected results were met.

Event description:
Healthcare professional reported a xen®45 gts "slider resistance during surgery" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.